Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). The field service engineer classified the cause of the event as undetermined. To address the issue, he inspected the analyzer, verified the mechanisms and the parts, including the sample probes; he found all components to be in good working order. He verified the analyzer's performance with successful precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose hk gen.3 results from one patient sample tested on the cobas integra 400 plus. The initial result from the analyzer was 408.4 mg/dl with a data flag. The first repeat result from the analyzer was 409.2 mg/dl the second repeat result from the analyzer was 408.4 mg/dl. The result from a freestyle lite glucometer was 240 mg/dl. The time interval between the tests was not provided. The reporter and the doctor questioned the result because it did not match the previous patient's history in the chart. The doctor used the result from the glucometer.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the glucose hk gen.3 calibration and qc results are within the specified ranges. The alarm trace contains clot-detected alarms. These are indicators of possible poor sample quality. The customer confirmed that they allow the patient samples to clot for 20 to 30 minutes before centrifugation. The investigation determined that clotting may be incomplete in 20 minutes. The customer confirmed that the cobas integra 400 plus analyzer's results were correct, and that, upon consultation with the patient's doctor, the elevated results were due to a side effect of the patient's medication. The investigation did not identify a product problem.